Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Additional information received indicates that the rv lead was explanted due to advisory recall. However, the field representative validated that the sole reason for explant was infection. There were no additional adverse patient effects reported. The rv lead was explanted.